Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a large puddle underneath the coulter act 5 diff al hematology analyzer. The volume was the spilled liquid was 20 ml. Customer reported the spill was not contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the leaking reagent syringe assembly and resolved the issue. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).